Event description:
It was reported that a small volume intermate had white floating particles. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from january 07, 2015 ¿ january 08, 2015. One actual unit was received for evaluation. Visual inspection noted a white particle approximately 0.40 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) testing. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.